Event description:
Customer reported a rh descrepancy on galileo. They ran the aborh assay on 2 patients on 2 different galileos. One instrument is giving a rh discrepency; the patients were historically rh negative and the instrument reported weak d positive results.

Manufacturer narrative:
A service call was performed. The camera readers were aligned. Afterwards, the system was tested and operated within specifications.